Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernias. It was reported that after implant, the patient experienced abdominal pain, infected mesh, nonhealing abdominal wound, ulceration, abdominal distention, mesh failure, pain, mental anguish, permanent and severe scarring and disfigurement, recurrence, mesh erosion, mesh contraction, infection, fat necrosis, fistula, seroma, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute chronic nerve damage and pain. Post-operative patient treatment included operations to locate and remove mesh, drainage of seroma, placement of wound vac, debridement, abdominoplasty, placement of mesh prosthesis, ultrasound guided peritoneal abscess drained, placement of new mesh, operations to attempt to repair organs, tissue, and nerve damage, and the use of pain control and other medications.